Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Patient-device incompatibility (failure to seal the perforation) may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. Based on the information provided and without the device to examine, the reported patient-device incompatibility (failure to seal) cannot be confirmed. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 100% lesion in the mid left anterior descending (mlad) with heavy calcification and mild tortuosity. During pre-dilatation a perforation occurred; therefore, 2.8x19mm graftmaster covered stent was implanted to treat the perforation; however, the graftmaster failed to seal the perforation. A non-abbott stent was implanted to seal the perforation. There was no adverse patient sequela. No additional information was provided.